Manufacturer narrative:
(B)(4). The date of the event onset was reported as an unreported date in (B)(6) 2016. (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was reported to be an exit site infection; however because this was unable to be confirmed, the cause has been assessed as unknown. It was not reported if the patient was hospitalized or treated for the event. Action taken with peritoneal dialysis therapy was not reported. No additional information is available.